Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a dissected thoracic aortic aneurysm with a diameter of 70 mm with a gore® tag® thoracic endoprosthesis (tgt3420/8085889). The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, imaging identified an "endoleak from [a] re-entry point." Subsequent follow-up images showed that the endoleak persisted and that the aneurysm reduced in size to 68 mm. On (B)(6) 2014, follow-up imaging revealed a type ii endoleak of unknown origin and the aneurysm measuring 78 mm. No endoleak was reported. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative - (B)(4).